Event description:
It was reported that an animal underwent a foreign body procedure on an unknown date and suture was used. Postoperatively, the sutures were seventy percent unsecured. The knots untied post operatively. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the suture got broken post-op for all the patients involved? They were not broken, they came untied for all patients. Were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? The suture was not holding knots that were tied. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.